Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Investigation is ongoing. A follow-up report will be filed.

Event description:
Labor and delivery had an incident with patient impact regarding a suction canister. The delivery was complicated by thick meconium present in the amniotic fluid. The infant was immediately handed off to the nicu team. When nursing staff attempted to suction infant's mouth and throat the suction did not work. The suction at the wall showed correct pressure, however there was no pressure coming from the patient valve on the canister. The staff initially thought the tubing was clogged, but after changing out the tubing the nursing staff immediately changed out the suction canister and the new canister worked. The staff tried this suction canister in several different rooms and each time there was no suction from the patient valve. This infant was moved to nicu on CPAP.

Manufacturer narrative:
Unique device identifier=(B)(4). No lot number was provided by the customer; therefore, a review of the manufacturing device history record could not be performed. One sample (canister and lid without tubing) was received for evaluation after decontamination at an offsite facility. The unit was tested by our laboratory personnel (ltr t3869). A visual examination of the lid and plastic porous valve was completed. The only visual non-conformance noted with the lid was a broken tab and the filter appeared to be in the proper position. The unit was placed in a low vacuum gomco test unit to determine if the unit would pull vacuum. The unit was not able to pull vacuum; therefore a further visual evaluation of the vacuum port was completed and was found to have some occlusion. We were unable to determine if the occlusion was from the original usage at the hospital or from the disinfectant used to decontaminate the product. Quality management contacted the filter manufacture and they indicated that the disinfectant (cidex opa) used by our outside contractor is dispersed in an aqueous solution; therefore, it would activate the filter and would alter the functionality. Our laboratory personnel replaced the filter and the unit functioned as intended. Other testing was completed and no failures were observed. With the information provided, no specific assignable cause can be determined based on the product design or manufacturing conditions. While it is possible that the filter was non-conforming, the disinfectant process made a confirmation of the filter performance impossible. Without a specific assignable cause, no specific corrective actions can be completed; however, a change to the disinfecting process for this product will be implemented moving forward in an effort to eliminate any possible change to the filter material and function on returned samples for investigation and we will continue to monitor concerns such as these for possible future actions. Key production and quality personnel have been made aware of this reported incident through the investigation process.